Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system failed during a procedure. The gas flow on the device spontaneously went to 0 lpm with no alarm. The user could not turn the flow back. The device gas lines were unplugged and reapplied to the wall connections and the device function was restored. There was no report of patient injury.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and it was found to be working within specifications. The reported issue could not be reproduced. A complaints database analysis has been performed and revealed no similar events. Based on the information available and on the fact that the issue could be solved by reconnecting the gas lines to the wall, it is reasonable to exclude a device related issue. The most likely root cause for the reported event could be associated to the hospital gas supply.